Event description:
Patient reported right side rupture confirmed with an MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional confirmed rupture. This record is for the right side. Device was explanted.

Event description:
Healthcare professional confirmed rupture. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as fold flaw opening, observed broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed stress marks on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.